Manufacturer narrative:
The date of this event was selected based on the date the investigation of the returned pump was completed. The actual date for when the wire compromise occured could not be determined through the investigation. The patient's infection was previously reported under MFR report # 2916596-2016-01656. This report is on the incidental finding of internal percutaneous lead wire compromise during the evaluation fo the returned pump. Approximate age of device ¿ 3 years, 7 months. Device evaluation: the explanted device was returned assembled with the percutaneous lead (lead) severed approximately 4.5 inches from the pump housing and the severed portion of the lead was not returned. No damage to the outer jacket layer of the lead was observed; however, electrical continuity testing appeared to indicate a short to shield condition with the black and brown wires. Upon removal of the bionate layer, visual inspection revealed breakdown of the metal shielding at approximately 2.5 inches from the pump housing and breaches in the insulation of the brown, black, yellow, and red wires at this location. The damage appeared to be consistent with abrasion damage due to repetitive movement of the wire at this location. As a result of the damage to the insulation, the underlying brown, black, yellow, and red wire conductors were exposed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The device passed functional testing. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, the patient presented to the hospital due to unspecified signs of infection, and a CT scan revealed infection at the driveline and pump pocket site. The patient ultimately received a pump exchange, and the explanted pump was returned to the manufacturer for evaluation. The investigation of the returned pump was completed on 10/18/2016 and revealed an incidental finding of compromised wires on the internal portion of the percutaneous lead.